Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced a hypoglycemic episode in which the patient ¿awoke from sleeping so low he could barely move¿. No further details were provided. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia and the pump could not be ruled out as a contributor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-dec-2018 with the following findings: the current black box showed the data from the date of the complaint had been overwritten due to continuous use. The current black box verified the pump was delivering the programmed basal rate. The pump passed all required testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.